Event description:
It was reported that upon interrogation the right ventricular pacing impedance was greater than 3000, there was intermittent capture and the patient received one inappropriate shock for apparent noise. It was also reported that there was oversensing. All detections were turned off. The patient was transferred to the hospital for intervention where reprogramming was done. It was further reported that there was a lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.